Event description:
It was reported that a pt underwent dilation and curettage and endometrial thermal ablation procedures on (B) (6) 2010. The ablation began and at the five minute mark, the pt's heart rate went up and the pressure dropped. The physician aspirated the balloon and found 5cc of fluid was missing. The balloon was examined and a pin hole was noted. The physician did a hysteroscopy and noted that a normal ablation had occurred. The pt was discharged the same day. On (B) (6) 2010, the pt developed pain and fever. A CT scan showed a hypodensed appearance at the fundus. The pt was admitted with tachycardia, "hypocalcemia", and ileus. A 3-4 cm bowel burn was noted at the fundus of the uterus. Laparoscopy was performed. On (B) (6) 2010, the bowel injury was repaired. The surgeon opines that the bowel injury was caused by perforation.

Manufacturer narrative:
(B) (4) - "hypocalcemia", (B) (4) - ileus, (B) (4) conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.